Event description:
The doctor reported the implant was removed due to failure to osseointegrate approximately 4 months after implant placement. Bone quality around the area was type IV, and oral hygiene around the implant was moderate. The doctor reported local infection and periodontal disease during the implant removal surgery. The patient has since recovered.